Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported the pt was revised due a migration of the hip screw. At revision a loose set-screw was ground. A new fixation of the set screw was not possible. While removing of the components, the surgeon recognized a longish scratch on the hip screw.